Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the fragmented septum was identified. The particulate was also returned which does match the missing portion in the septum. A lot number was provided and a review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of the damaged septum is likely damage by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed unknown. This is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation. Report from the sales representative a piece of the septum was found in the state of being attached to the gauze, when removing gauzes with a forceps. Initial investigation report by (B)(4) olympus. The event unit with a piece of the septum was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. As seen in the picture below, the returned fragment approx. 4.6 mm x 5.1 mm almost matched the missing portion in shape. However, after putting the piece onto the missing portion of the septum, a small missing part was found on the damaged septum as describe in red circle. It seemed that the fragment was not returned to oly. The unit will be returned to amr for further evaluation. (B)(4). Can you find out what other instruments were being used prior to noticing the tear (in that port specifically)? Laparoscopic forceps with croce type. Patient status: no patient injury.